Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left fallopian tube was noted to have perforated essures from the cornual junction') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("the left fallopian tube was without incident for placement of the essure"). The patient was treated with surgery (removal of perforated essure and laparoscopic tubal coagulation.). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and fallopian tube perforation to be related to essure. The reporter commented: the coil was visible in the left fallopian tube, not in the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left fallopian tube was noted to have perforated essures from the cornual junction') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("the left fallopian tube was without incident for placement of the essure"). The patient was treated with surgery (removal of perforated essure and laparoscopic tubal coagulation.). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and fallopian tube perforation to be related to essure. The reporter commented: the coil was visible in the left fallopian tube, not in the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.